Event description:
It was reported that bd vacutainer® sst¿ ii advance had air bubbles trapped in gel noticed prior to use.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles in the gel with the incident lot was observed. A review of the retention samples identified no issues with the gel appearance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for air bubbles in the gel with the incident lot was observed. A review of the retention samples identified no issues with the gel appearance. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident during gel dispense.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8029626. Medical device expiration date: 07/31/2019. Device manufacture date: 01/29/2018. Medical device lot #: 8054715. Medical device expiration date: 08/31/2019. Device manufacture date: 02/23/2018. Medical device lot #: 7233897. Medical device expiration date: 02/28/2019. Device manufacture date: 08/21/2017.

Event description:
It was reported that bd vacutainer® sst¿ ii advance had air bubbles trapped in gel noticed prior to use.